Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced two infusion set tape not sticking event on (B)(6) 2024. No further information available.